Manufacturer narrative:
Product event summary: data files were received and analyzed. The reported "steam pop" issue could not confirmed through data analysis. In conclusion, reported " steam pop " issue was not confirmed through data analysis and the catheter was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for cavotricuspid isthmus (cti) line ablation to treat typical flutter, an audible steam pop occurred during radiofrequency energy application. Intracardiac echocardiogram was performed to check for bubbles and effusion, and no bubbles were seen at the time of the event. Blood pressure was monitored, and a transthoracic echocardiogram was conducted post-event to check for effusion, with no effusion or blood pressure changes observed. The case was completed. No patientcomplications have been reported as a result of this event.